Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # (B)(4). As we received no sample, an examination was not possible. A review of the batch and manufacturing documentation could not be performed, as no batch number has been provided. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. (B)(4).

Event description:
(B)(4). Catheter detached.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # 400433903 visual inspection: received one catheter. Sample was visibly stretched near the center. Catheter visual inspection: stretching was observed between 245 ~ 270mm from feeding end of catheter. We were able to confirm the internal coil was stretched between 245mm ~ 270mm from the feeding end of catheter. The marking point was not present but no other abnormalities were found that could lead to catheter detachment. Dimension check: catheter length check: company specifications: 910.08mm ~ 929.6mm, sample length: 945mm, unused sample for reference: 929mm, sample did not meet company specifications. We deduce the reason being stretching caused by excessive force. Catheter outer diameter (end of catheter): company specifications: 1.016mm ~ 1.066mm, sample length: 1.0242mm, sample was within company specifications. Functional test: catheter tensile strength test: catheter sample and an unused connector was used for this test. Company specifications: above 5.5n test results: 9.9n sample is within company specifications. Others: connection check: this check was conducted using an unused connector and the catheter sample. The catheter was inserted into the connector up to the marking point without resistance. No abnormalities observed. We were able to close the connector lid securely. Although the returned sample was within specifications, the product design is being updated to increase the force required to open the catheter connector under change control: hc-chc-m-div-1306.